Event description:
A distributor in finland reported that a cartridge alarm occurred on a pump during the loading process, and the issue persisted despite attempts to resolve it. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem customer technical support (cts) decided to replace the pump, and the customer was instructed to use a backup therapy of multiple daily injections (mdi) to ensure uninterrupted insulin delivery. The customer was informed about the pump replacement, provided storage mode instructions, and instructed to return the defective pump within 10 days using a pre-paid label.